Event description:
When securing the device into place, one of the black retention strings broke. The valve was removed and replaced with another valve of the same type and size. This required additional suture holes in the mitral annulus as well as longer clamp and anesthesia time.